Event description:
Boston scientific received information that four days post implant, a rise in right ventricular thresholds was exhibited during a routine follow-up; x-ray imaging confirmed vessel perforation. The physician elected to surgically intervene and repositioned the lead in a more septal position. To date, the lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.